Event description:
It was reported that the patient sought precautionary emergency room treatment after administering a 13.5 unit insulin bolus to correct an elevated blood glucose level.

Manufacturer narrative:
The patient reported that her blood glucose level did not drop below 155 mg/dl and that no treatment was administered by the hospital staff. The pump has not been returned to animas for evaluation. The patient stated that she did not know why she selected the amount of insulin she administered. The patient also reported that her insulin dosages had not been adjusted for 3-4 years. The pump was subsequently examined at the physician's office by an animas rn and certified diabetes educator and found to be operating properly. The patient's physician recommended that the patient received additional pump training. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.